Event description:
Boston scientific received information that during a normal device change out, this right atrial (ra) lead's terminal pin had separated from the rest of the lead during a tug test following the connection to the replacement device. There were no adverse patient effects. The lead was partially abandoned and explanted. A new lead was implanted successfully.

Manufacturer narrative:
A portion of the lead was explanted and was returned for analysis. Analysis of the returned product is currently ongoing. This report will be updated upon completion.

Event description:
--

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Only the proximal segment was returned 170 millimeters (mm) in length. Laboratory analysis confirmed the clinical observation by visual inspection. Visual observation noted the the conductor coils were stretched in length 17 -25 (mm) from the terminal pin. The anode ring is separated from the terminal pin.